Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: upon visual inspection of the returned device, it was found that the shaft would disengage partly from the handle. No relevant manufacturing issues found upon device history review. Conclusion: the probable root cause of this event is normal wear and tear of instruments.

Event description:
It was reported that; pituitary broke while using during tlif.

Event description:
It was reported that; pituitary broke while using during tlif.